Manufacturer narrative:
Field complaint of early battery depletion was not confirmed. Device image indicated that backup occurred after explant which is consistent with exposure to cold temperature. Analysis performed after reloading product code did not find any anomalies, voltage is at eri. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.